Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rfse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found the system software was malfunctioned. To resolve the issue, fse completely reloaded the software, and performed system functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.